Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally. A longevity calculation was performed with default values as programmed parameter values were not available and was found to be within the expected limits. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the battery depletion remains undetermined.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier. Interrogation revealed the device was in backup mode with hv therapy disabled. The device was explanted and replaced.